Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report. Same patient event as MDR 9610622-2008-00277 and MDR 9610622-2008-00278.

Event description:
It was reported gamma nail implanted: 2008 subtroch fracture, right after a fall / wound infection - treatment with antibiotics - healing / 2008: breakage of 1 locking screw / 2008: breakage of 2nd locking screw / nail breakage.